Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however, during the initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problems. The procedure was completed with a different device. No patient complications nor injuries were reported.